Manufacturer narrative:
The lot was manufactured between october 08, 2018 - october 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were observed during filling with total parenteral nutrition (tpn) and prior to patient involvement. There was no patient involvement. No additional information is available.